Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the spring mechanism broke.

Event description:
It was reported that the spring mechanism broke.

Manufacturer narrative:
(B)(4). Reported event was confirmed by visual inspection. Device history record (DHR) was reviewed and no discrepancies were found. A review of the complaint database has found no similar complaints reported with this item # / lot # combination. The part was manufactured in apr 2013 and has been in the field for approximately 5 years and 3 months. In addition, the instrument shows signs of wear. The most likely cause of the failure is general wear and tear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow up report is being submitted to relay additional information.

Event description:
It was reported that the spring mechanism broke.